Manufacturer narrative:
Other, other text: one cadd solis vip pumps - 2120 was returned for analysis due to the inability to finish the boot up process. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be not finished boot up process stuck on red screen during the investigation. A microprocessor unit board will be replaced to resolve the issue.

Event description:
Information was received that this smiths medical cadd solis vip pump did not finish boot up process and was stuck on red screen. No reported adverse effects.